Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient was unable to charge the implant as the ins recharger (insr) was not working. The patient¿s implant died as a result. The patient was sent a new insr and was able to charge the ins, but their programs were ¿screwed up.¿ it was reported that group a was working, but the adaptive stimulation was not working correctly. The patient planned to meet with a manufacturer representative. No symptoms or complications were reported.